Manufacturer narrative:
Concomitant medical products: mcs-p3-943 valve, implant date: (B)(6) 2014, 5076-45, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the right ventricular (rv) lead exhibited no capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.